Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a journal article assessment, that a patient with this boston scientific brady pacing lead, exhibited a microdislodgement resulting in system reprogramming due to phrenic nerve stimulation; no surgical intervention was required and no other adverse patient effects were reported.